Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was placed, the lead exhibited low impedance, the device was reprogrammed then the lead exhibited high impedance. The physician decided to remove the lead and place a new one with normal parameters.